Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited an occasional far field r-wave (ffrw) oversensing, which did not appear to affect device function. Follow-up was completed and it was verified that no reprogramming was completed at this time, and the patient was to follow-up with their normal heart doctor. The lead remains in use. No patient complications have been reported as a result of this event.